Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a routine follow up, the right ventricular lead exhibited noise, resulting in high ventricular rate episodes. The noise could be reproduced with evocative manoeuvers. No intervention was performed at this time. The patient was in good condition.